Manufacturer narrative:
The perfusionist indicated that this occurred one week before the field service representative (fsr)'s preventive maintenance (pm). Per fsr, the power supply was not outputting any voltage, it had an internal failure. The power supply was replaced with new one onsite. Unit is now working fine. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint is confirmed. During laboratory analysis, the product surveillance technician (pst), connected the device under test (dut) power supply to the aps1 power supply tester along with the switchable load. Applied alternating current (a/c) power and monitored the direct current (d/c) output voltage. Zero volts d/c was measured from the dut output, with or without the load attached. This corroborates the reported complaint, as no d/c output from either of two supplies within an aps1 base will prevent battery charging from occurring. This ultimately results in the reported message because of the inability to fully charge the system batteries. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Further diligence attempts are being performed to collect additional complaint information.

Event description:
It was reported that during the use of the device for a non-clinical activity, while moving system 1, the ccm display shows battery backup was not fully charged and battery backup might not be available. There was no patient involvement.